Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined full troubleshooting from tandem technical support to resolve the issue. Customer blood glucose level was 141 mg/dl.